Manufacturer narrative:
The product was returned for evaluation. Visually, optically did not identify thread damage; functional evaluation with sample set screw noted full engagement into the mas head. Dimensionally inspected rod channel width for head splay; head was found to be conforming to print specification. No material or functional issue identified regarding the implant. After visual, optical dimensional, and functional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant components. The implants appear to be capable of performing their intended function.

Event description:
It was reported that the patient underwent a posterior surgical procedure at l2-5 to treat stenosis. It was reported that the patient underwent a revision surgery 3 weeks post-op due to numbness. It was reported that during the revision surgery, the surgeon found that left rod was not seated on l5 screw head, but its setscrew was still seated on the screw head. Both l5 screws were loosened. Left screw had been replaced with a 7.5mm screw; however, the surgeon could not place a new screw on right l5 pedicle due to poor bone condition. The fixation level was extended to the sacral. Per the surgeon, migration of autograft into the spinal canal might have caused the numbness. Also, the surgeon commented that the patient did not stay in bed quietly after the first surgery. The patient's current status is not available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; however, films were supplied for review which found: ap, lateral and oblique lumbar films show complex instrumentation at l2, l3, l4 and l5 with interbody cages at l3/4 and l4/5. There appears to be posterolateral graft and good position of rods and screws. No revision or changes or loosening are depicted. A review of the device history records did not identify any applicable nonconformance to specification.